Manufacturer narrative:
A ge rep evaluated the system and replaced the foot switch. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported, the system continues to fluoro after releasing the foot pedal. No pt injury was reported.